Event description:
A malfunction alarm was reported with code malf 9, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and call back if the problem recurs.